Event description:
It was reported that the customer's new generator has a grounding issue, discovered during the electrical safety test. No patient involvement occurred.

Manufacturer narrative:
(B)(4). Only year known, assumed (B)(6) that complaint was reported. Information anticipated, but unavailable at this time. When the repair has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Unit repaired but not returned to customer. Replacement unit sent. The customer's complaint was duplicated by putting the ground return path on the "equal potential ground lug" and running a ground bond test. This set up produced a fail result due to the power entry module m3 nut with captive washers being loose. The operator's manual specifically calls out that this potential equalization terminal is not intended for protective earthing. The generator was tested again, but placed the ground return path on the bottom housing and the unit passed ground bond test. The m3 nut with captive washer (power entry) hardware caused the issue the nut and washer were reseated. The generator was retested and passed all tests.